Event description:
It was reported that the 9800 system locked up with lights and beeper during a case. Also the system would not save images and the collimator closed down. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, lemo pin connector, interconnect cable, backplane, and the software were replaced during the service call. The system was tested and found to be working as intended, and put back into service.